Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Additionally, there was no physical damage found at the location of the foreign material. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following IFU. The following chapters describe reprocessing procedures. Residue of foreign material might be prevented by following these chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. As to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. Physical damage might be prevented by following these descriptions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The ultrasound gastrovideoscope exhibited foreign material in the knob wire. Some part of the scope adhesive around objective lens, adhesive around light guide lens and bending section cover. There were no reports of patient involvement.